Event description:
New information received that the ventricular fibrillation was resolved by medically managing the patient. The device performed appropriately aside from the premature battery depletion.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction - h6 - investigation type should have been analysis of production records rather than device not returned.

Event description:
It was reported that the patient experienced multiple episodes of ventricular tachycardia with shock therapy. After the shocks were delivered, it was noted the battery of the implantable cardioverter defibrillator depleted significantly. It was unknown if the premature depletion was appropriate for the amount of shock therapy delivered. No intervention was performed. The patient was recovering.